Event description:
It was reported that the user completed a study survey indicating a hypoglycemic event, describing ¿extremely low¿ with migraines and inability to focus, with cause unclear and no device alerts or alarms noted. Symptoms included migraine and impaired concentration consistent with hypoglycemia. Outcomes included temporary interruption of daily activities without medical evaluation or hospitalization. Investigation included internal case review and outreach to obtain additional details and blood glucose questionnaire responses. Investigation of this case revealed no device malfunction signals or alarm activity, and no device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.